Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump does not turn on. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised the insulin pump will need to be replaced and was discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
After powering up the device with the keithley battery simulator, device was drawing high current and the lcd display was blank. Upon further review of the unit's interior, the battery connector was loose and possibly touching other contacts which it wasn't supposed to thus creating a short. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display, loose connector.